Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found there were no clips remaining in the unit, the lockout was not engaged, and an internal component was protruding out from the tip of the device. Engineering was unable to replicate the customer's experience of incomplete clip closure due to the condition of the returned unit. The unit was disassembled, and engineering found internal component damage. The root cause of the customer's experience of incomplete clip closure was likely that the clips were loaded into the jaws while the jaw was placed over a vessel or structure. This type of technique may prevent the clip from properly loading, leading to incomplete clip closure. The root cause of the protruding component was likely due to an additional actuation of the device. Per applied's instructions for use, "the last three purple/blue clips will indicate that the epix clip applier is almost out of clips." Actuation of the trigger after the last purple/blue clips have been fired may damage the components of the device. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap distal pancreatectomy - "two issues: 1) the clips were slipping of vessels, and surgeon remarked that this can happen with all but they were slipping off clips that she has been confident were securely on the vessels. 2) when clips had run out, applier did not lock-out and instead when they tried to fire, parts of the mechanics came out of the end of the clip applier. (B)(6) patient status unknown.